Event description:
Left knee replacement surgery, "heart problems", severe left knee pain. Information was received on 06 november 2006 from a patient's wife regarding a male patient with a medical history of arthritis, who experienced left knee replacement surgery, heart problems and severe left knee pain. The patient began treatment with synvisc on an unspecified date in 2004. The patient received two injections of synvisc approximately two years ago to his left knee. The patient did not receive the third synvisc injection. The patient began to experience severe pain after his first injection, and the pain continued through his second synvisc injection and beyond. The severe pain lasted until the patient had knee replacement surgery (of the left knee) approximately three months after getting the synvisc injections. Also, the patient has had heart problems for about a year, which developed shortly after the left knee replacement surgery. At the time of this report, the patient's outcome was unknown.